Event description:
It was reported that the patient¿s infusion set tubing was briefly disconnected at the luer connector while the patient was playing outside, and the caregiver was assisted with priming the tubing off-body to confirm insulin flow, indicating an incorrectly attached infusion set or connector. Customer care provided support that included troubleshooting and education with verification of flow through the tubing. Investigation of this case revealed an infusion set deployment or connection issue that was resolved through proper reconnection and priming, with no device malfunction identified. Symptoms included no reported adverse clinical effects and the patient remained stable. Outcomes included no alarms or alerts and no need for medical care. It was concluded, based on previously established findings for similar reports, that user handling contributed to the event.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.